Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was confirmed. It was determined that the cutter came into contact with the dura guard and/or foot plate of the attachment during use, causing the reported fracture. The attachment exhibited damage that was indicative of excessive side loading during use, including a laterally bent back post and a foot plate that had been drilled into. (B)(4).

Event description:
Reported from the u.s reported a broken spiral router. The device was used in surgery. It is known that there was no pt/user injury. It is unk if there was med intervention. The date of event is unk. If any additional info should become available, this notification will be updated accordingly.